Event description:
Mako uni tibial tray fractured into two pieces. Revised.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mako baseplate was reported. The event was confirmed via provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned; however photographs were provided for review. The photographs show that the baseplate has fractured in half down the middle. -clinician review: a review of the provided medical information by a clinical consultant indicated: a metallic fracture of a tibial component can be confirmed. The revision surgery cannot be confirmed but would be expected. Root cause: the root cause of the component fracture cannot be ascertained. The root cause of the revision would be fracture of the tibial component metal, but the surgery was not confirmed. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the tibial baseplate. The reported device was not returned; however photographs were provided for review. The photographs show that the baseplate has fractured in half down the middle. Clinician review of the provided x-ray images indicated the following: a metallic fracture of a tibial component can be confirmed. The revision surgery cannot be confirmed but would be expected. Root cause: the root cause of the component fracture cannot be ascertained. The root cause of the revision would be fracture of the tibial component metal, but the surgery was not confirmed. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mako uni tibial tray fractured into two pieces. Revised.